Manufacturer narrative:
Correction: h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2025 that they were receiving the fill complication encountered message during treatment (tx) last night, and patient cancelled tx in dwell 2. When the patient removed the cassette there was fluid behind the cassette door. The fill complication encountered message occurred in fill 1 and 2 of tx, and the patient was connected during incident. The heater bag (hb) clamp was open and the cone was fully broken. The patient line (pl) clamp was open, and the pl was not kinked. The stay safe connector blue pin was not pushed in. The fluid was discovered during tx complete - step 9 remove cassette. The patient was not connected during incident. Fluid was discovered in the pump module area, was discovered on the external side of the cassette. The fluid leaked from (unknown area). Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2025 that they were receiving the fill complication encountered message during treatment (tx) last night, and patient cancelled tx in dwell 2. When the patient removed the cassette there was fluid behind the cassette door. The fill complication encountered message occurred in fill 1 and 2 of tx, and the patient was connected during incident. The heater bag (hb) clamp was open and the cone was fully broken. The patient line (pl) clamp was open, and the pl was not kinked. The stay safe connector blue pin was not pushed in. The fluid was discovered during tx complete - step 9 remove cassette. The patient was not connected during incident. Fluid was discovered in the pump module area, was discovered on the external side of the cassette. The fluid leaked from (unknown area). Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.